Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling dizzy and mentioned a lead dislodgement after their last procedure. Follow-up was performed where it was indicated that three days after implant the patient's right atrial (ra) lead had dislodged as evidenced by high pacing thresholds. The lead was repositioned and remains in use. Follow-up also reported the patient's dizziness one month after implant that was addressed by reprogramming the patient's implantable pulse generator (ipg). Monitoring will continue and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.